Event description:
A lead warning was reported. The bipolar impedance was less than 100 ohms while unipolar was 261ohms. Several ventricular high rate episodes were recorded and noise was noted. An insulation issue was suspected. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.